Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe suddenly burst and broke into two pieces during the vitrectomy surgery. The surgery details were unknown. There was no patient impact. Additional information requested and received that the weird noise had come from probe. The surgery was completed by replacing the probe. The surgeon promptly withdrew broken part of probe from the eye.

Event description:
Additional information received clarifying that the probe body was found separated. No patient harm occurred.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Upon review of the additional information received, it was clarified that the probe body was found to be separated. The event has does not meet the criteria for a reportable malfunction. There were no associated patient harm and recurrence of this is not expected to result in any serious injury. No further reports will be scheduled under mfg. Report num. 1644019-2025-04612. The manufacturer internal reference number is: (B)(4).